Event description:
It is reported that the patient was implanted with a zimmer device in 1999 and was revised in 2000, for an unknown reason.

Manufacturer narrative:
Product identification labels have not been provided so it is unknown what devices have been implanted; as such device history records, product compatibility, and complaint history could not be reviewed. No medical records, surgical procedure reports, discharge instructions, follow-up notes or physical therapy notes have been provided; it is unknown if there were any operative problems. No devices or photos were received; therefore the condition of the components is unknown. A definitive root cause cannot be determined with the information provided. This device is used for the treatment of the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.